Event description:
Received one device, the customer reported issue was able to be confirmed through visual inspection. It was reported that there was a bubbled downstream occlusion and a damaged battery cover. There was no patient involvement. The event occurred during testing.

Manufacturer narrative:
Received one device. The customer reported issue was able to be confirmed through visual inspection. The causes of the reported issues were a bubbled downstream occlusion sensor (dso) seal. Upon further inspection, found a deforming uso seal. Replaced uso seal. Performed dso/upstream occlusion sensor (uso) sensor calibration. Found a high motor odometer. Replaced motor for preventive measures. Software was updated to the latest version. The device passed all functional testing after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.